Event description:
The caller alleged discrepant results when repeated the test with inratio. The results are as follows: 5.3, 4.8.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 5.3, 4.8; average: 5.05, stdev: 0.353553, %cv: 7.00. As per internal procedure, section 8.2, the %cv is less than 20% criterion is met. The product will not be investigated.